Event description:
The customer reported the ortho provue analyzer interpreted positive reactions as negative during antibody screen testing. Visual inspection of cards processed by provue showed weakly positive reactivity. The user detected the issue, preventing erroneous results from being reported. Therefore, no erroneous test results were reported.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer went to the customer site and performed repairs to return the instrument to expected operation. Customer has logged a related complaint against this analyzer since this incident.